Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595 - 2024 - 17059 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Event description:
It was observed that during device evaluation, the duodenovideoscope had the adhesive deteriorate. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.